Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - medical device problem code: 3191: no code available (dissatisfaction with the quality/design). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a posterior capture rupture (pcr) as the preloaded monofocal intraocular lens (iol) was inserted. The surgeon feels that the edges of the lenses are sharper than usual and they are piercing the eye. The surgeon advised that the case was a perfectly smooth surgery; however, when injecting the lens as he always does, the distal end of the lens caused a pcr. He said it was very concerning to see this happening twice in 2 weeks (only 44 cases in between). The surgeon has used these lenses for more than two thousand cases and this has never happened before. He stated that the fact that he had the exact same complication in a short period of time made him believe that there must be a problem with the design of some of the lens packages. The surgeon managed to exchange the iol and place a new one in the sulcus. Through follow up we learned that the procedure was delayed due to removal and replacement of the iol and a vitrectomy was performed. The patients are reportedly doing pretty well one day post-operatively and were seen again by the surgeon 2 days post-operatively. The surgeon indicated that this issue would not cause major problems for the patient(s). Their vision was a bit blurred due to corneal suture. The iols are not available for return. No further information was provided. This report captures the first patient. A separate report is being filed for the second patient mentioned above.